Event description:
Threshold high, high resistance/impedance

Event description:
Upon further review of this event, it was noted that the lead was not explanted in 2000 as was originally reported; the explant date has been updated. Additional review also revealed that in 2000, the lead may have perforated the myocardium. A call was now received through technical services reporting that the lead was explanted in 2007 due to high impedance of greater than 4000 ohms. At the time of revision, there was blood visible under the insulation. It was further reported that there was an insulation break and a lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.